Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. On (B)(6) 2017, the reporter contacted animas and alleged that the clip to the pump was unable to be removed. There was no allegation of an adverse event associated with this complaint. The user manual instructs the user to contact animas if damage is suspected. This complaint is not being reported because the alleged malfunction is not likely to cause an adverse event; this malfunction has no impact on insulin delivery or pump function.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: during investigation, the battery compartment was cracked above the bumper pad. Unrelated to the original complaint, evidence of corrosion was found in the battery compartment with a leak.